Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 7435, serial# (B)(4), implanted: 2001 (B)(6); product type programmer, patient product ID 3550-09, lot# lb7122, implanted: 2004 (B)(6); product type accessory product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3487a-33, lot# j0107936v, implanted: 2001 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient programmer was unable to adjust stimulation. The patient reputedly turned stimulation on the morning of current report and couldn¿t turn it off. It was noted, the patient was very uncomfortable and wanted to meet with a manufacturer representative (rep) to turn the implant off. Additional information received reported, the patient had not been to the physician¿s office in ¿give¿ years. Additional information received reported the rep attempted to call the patient, but was unable to get in contact with him. No additional information. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.